Event description:
It was reported that during the dialysis treatment the venous extension came apart between the blue casing and connecting tubing. Bloodloss was 20-100cc. The nurse initially put the extension back together and sent the patient to the emergency room for evaluation. Both extensions were replaced. The patient suffered no ill effects from the incident.